Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer's pump case broke causing the pump to fall and pull the infusion set out. There was no reported adverse impact to the customer¿s blood glucose. Reportedly, the customer declined to answer any more questions regarding this event.